Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance due to shaking (convulsions) bubbling out of his mouth and losing consciousness, while wearing the pod. No other information was provided on this event.

Manufacturer narrative:
There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. Per new information the following were updated. D4 - lot no changed from blank to l45922. D4 - serial no changed from blank to (B)(6). D4 - expiration date changed from blank to 1/18/2022. D4 - unique identifier (UDI) # changed from (B)(4) to (B)(4). H4 - device mfg date changed from blank to 7/18/2020.